Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the image processing computer power supply. The system operates as intended.